Event description:
Per report received from foreign MFR: when dr inflated this balloon, manometer gage went down. Then he found leakage at the y-connector junction. Results of analysis revealed a pinhole at the site of a kink in the catheter.